Event description:
This spontaneous case reported by a physician concerns a pt, who used the humapen ergo for treatment of diabetes mellitus type ii. The pt was taking 25% insulin lispro/75% insulin lispro protamine suspension (humalog mix 25). No concomitant drugs were provided. The pt used the humapen ergo and humalog mix 25 cartridges since an unknown time. The pt tried to inject insulin but the needle has been broken and got stuck in the belly. This event happened twice - time unknown. It is unknown if the needles were changed after injection all the time. The physician sent the pt to a surgeon for removal of the needle pieces but without any success. It is unknown if humalog mix is continuing. The pen has been sent to quality control for eval. The physician did not consider the event to be causally related to humalog mix 25. Update 09/2001: after co review, change pt event-serious criteria "required intervention" to yes. Update 09/2001: after review, change malfunction from yes to no. F/u 10/2001: initial investigation by qc giessen in 10/2001, change device, update event summary. F/u 10/2001: additional information rec'd in 10/2001, change pt and clinical event outcome, update event summary.

Event description:
The needles (microfine 8 mm, diameter 0.25 mm) were used the first time and the needles were not bent before usage. Humalog mix is continuing.

Event description:
The needles (microfine 8 mm, diameter 0.25 mm) were used the first time and the needles were not bent before usage. Humalog mix is continuing.